Manufacturer narrative:
Result: timing link.

Event description:
It was reported by service report that the siderail timing link was broken not allowing the side rail to move up or down correctly. The customer reported that they did not know if there was any pt involvement or if there were adverse consequences to report.